Event description:
It was reported that during patient use at the hospital, the autopulse platform performed a couple of compressions, then stopped and displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No other information is available from the clinicians who used the platform. No adverse patient sequelae was reported.

Manufacturer narrative:
After the patient event, the platform was brought to the biomed at the hospital for evaluation. The biomed observed the ua 41 on the platform's display and went to obtain more information from the clinicians; however, no further details were provided. The platform sat for a while without being powered on (exact length of time was not provided). After this time, the biomed changed the battery out with another autopulse li-ion battery and powered the device on. The platform performed a couple of compressions and then displayed a ua 41 message. The biomed then powered the platform off and back on. The platform performed continuous compressions without the reoccurrence of the ua 41 message. The platform then sat for another few hours before the biomed installed another fully charged li-ion battery. The platform ran for 60 minutes without any anomalies or errors occurring. The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.